Manufacturer narrative:
Eval method: visual inspection, complaint history analysis, mfg record review and risk assessment review. Results: visual inspection confirms reported failure. Complaint history analysis - 19 persons with same event (17 confirmed). Mfg record review - review of mfg records found one non-conformity potentially linked with reported events. Seven units were reworked and accepted. External analysis determined the wrench suffered sensitization and intergranular attack at the pin-weld head area. The damage resulted in high stress concentration which initiated on overload fracture during torsional loading. Risk assessment review - per this complaint, there were no adverse consequences for the pt, however, pieces did fall into the pt and were recovered. Conclusion: event confirmed by visual inspection. Since (B)(6) 2009, there have been 19 complaints for xia3 torque wrench for the same issue. CAPA investigation results determine the root cause for the breakage is sensitization due to welding process which resulted in the material becoming susceptible to intergranular attack. This intergranular attack leads to embrittlement failure at the junction of the pin and shaft of the wrench. The CAPA is documenting corrective and preventive actions.

Event description:
It was reported that "dr liss and pa were completing the final tightening; dr. (B)(6) was holding the anti torque key and the pa was twisting the wrench. Bottom of wrench broke off and was recovered after falling inside the pt. Dr. (B)(6) handed the pieces to (B)(6) , he saw the bottom mangled. (B)(6) did see over tightening (he saw the hash mark go slightly over the 12mm mark)".